Event description:
According to the literature, a retrospective study evaluated the efficacy and safety of percutaneous ablation using microwave ablation in patients with breast cancer liver metastases between august 2018 and december 2023. Emprint or a competitor device was used. There were 50 lesions in 32 patients treated with microwave ablation and complications included small self-limiting hematomas, right upper abdominal or shoulder pain requiring an additional day of hospitalization, right lobe pneumonia with pain requiring antibiotics and analgesia and small lower-lobe pneumothorax that did not require chest tube placement.

Manufacturer narrative:
Clinical efficacy of percutaneous image-guided ablation in breast cancer metastases to the liver. Govindarajan narayanan, elizabeth mary ruiz, madelon dijkstra, nicole t. Gentile, danielle donahue, ripal t. Gandhi, reshma l. Mahtani, starr mautner and bente a. T. Van den bemd. Cancers 2025, 17, 3823. Published: 28 november 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.